Manufacturer narrative:
Continuation of: product ID 3093-28 lot# j0427918v serial# implanted: 2004-(B)(6) explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: unkn, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional: they had not seen the patient since 2004. No further complications were reported or are anticipated.

Manufacturer narrative:
Date is approximate. Concomitant medical products: product ID: 3093-28, lot# j0427918v, implanted: (B)(6) 2004, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: j0427918v, ubd: unkn, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported the patient had the ins removed in 2007 because she was moving to (B)(6) and they didn't have and physician programmer there to control her device. Patient said she had the ins removed but they left the leads in; they couldn't remove the leads. Patient said her body adhered to the leads and it would pull out and rip the skin if they removed it. No further complications were reported or are anticipated.